Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/ perforation (fallopian tube)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced weight decreased ("weight loss/weight loss/weight gain/loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vulvovaginal pain ("vaginal pain") and back pain ("low back pain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, weight decreased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, depression, anxiety, dysmenorrhoea, vaginal discharge, vulvovaginal pain and back pain had resolved and the menstrual disorder outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.351 kgs. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs and mr received. Fallopian tube perforation, abnormal bleeding (vaginal, menorrhagia), infection (other) describe: yeast, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), pain, vaginal discharge, vaginal pain, back pain were added. Outcome of the events were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy). At the time of the report, the device dislocation, menstrual disorder and weight decreased outcome was unknown. The reporter considered device dislocation, menstrual disorder and weight decreased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.